Manufacturer narrative:
E1 reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention took place wherein the lead was explanted and replaced. Stimulation was restored.

Manufacturer narrative:
The reported event of high impedances was not confirmed. As received, the octrode lead had cut on the outer tubing but passed all functional testing. The cause of reported event is unknown.